Manufacturer narrative:
Date of birth - requested, not provided. Weight - (B)(6). Ethnicity - requested, not provided. Race - requested, not provided. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. This report has been deemed reportable based upon the evaluation of the actual sample. The actual sample was received for evaluation. Visual inspection with naked eye and ccd revealed: platinum coil had been kinked (the coil pitch at the kinked points was rough.); niti-core wire under the platinum coil had been fractured; the platinum coil had been elongated from the distal end through the joint of the platinum coil, stainless steel coil, and niti-core wire. The niti-core wires (distal fragment and proximal part) located under the platinum coil were measured for the length. The total length was confirmed to be equivalent to that of a current product sample indicating there is no deficient part in the niti-core wire. Length of the niti-core wire under the platinum coil: distal fragment of the actual sample: approximately 7 mm; proximal part of the actual sample: approximately 23 mm; total length of the actual sample: approximately 30 mm; current product sample: approximately 30 mm. The stainless-steel coil section was inspected with ccd. No break, no elongation, or no other anomaly was observed in the appearance. The fracture ends of the niti-core wire were inspected with electron microscope. Both ends had been curved. From this, it was likely that a bending load was applied to the fractured part. Dimple pattern was observed on both fracture surfaces. The thickness of the niti-core wire was measured at the vicinity of the fracture end. No difference was observed between the actual sample and the current product sample. Thickness of the niti-core wire: actual sample (at the vicinity of the fracture end): approximately 0.083 mm; current product sample (at approximately 8 mm from the distal end): approximately 0.082 mm. Reproductive testing was performed, and factory-retained runthrough ns samples were exposed to each load a)-d) while the distal end of the platinum coil section was trapped. As a result, the niti-core wire located under the platinum coil was fractured in all cases. Subsequently, when the test samples were subjected to a withdrawal manipulation, the platinum coil was unraveled and elongated in all cases. When the niti-core wire was fractured due to one-way pulling load, the fracture end was tapered off and oblique when seen from lateral side. This state was different from that observed on the actual sample. When the niti-core wire was fractured due to a repetitive bending load, the fracture end was curved. Dimple pattern was observed on the fracture surface. This state was very similar to that observed on the actual sample. When the niti-core wire was fractured due to a pulling load having been applied to a test sample held in loop-shape, the fracture end was curved, and the fracture surface became distorted. This state was different from that observed on the actual sample. When a torque load was applied, the fracture end was twisted. This state was different from that observed on the actual sample. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. The shipping inspection record regarding the involved product code/lot# combination was reviewed for the breaking strength of the distal tip. It was confirmed that no anomaly was noted in it. IFU states: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the distal section of the actual sample was trapped due to some factors (e.g. A cto lesion). When a bending load was applied repetitively to the actual sample in that trapped state, niti-core wire under the platinum coil was fractured. When the actual sample was pulled out, the platinum coil became unraveled and elongated. The kinks in the distal section (rough coil pitch) were presumed to have been caused due to the distal section having been subjected to a bending load repetitively while in the trapped state. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the runthrough ns was used during the procedure. During treatment of cto in rca#2, once they used runthrough for retrograde approach from lad through septal and 4pd, in order to use it in another part, they pulled it out and found that the platinum coil had been elongated and unraveled. The fluoroscopic image during the treatment was reviewed. It was found that runthrough became deformed like a knuckle and the middle part of the 3-cm radiopaque platinum coil became kinked in the periphery of lad during the retrograde approach. The procedure was completed successfully. The patient was not harmed.